Manufacturer narrative:
Investigation summary: it was reported the blister packaging of the needles had a slit in it. To aid in the investigation, one sample in the packaging blister and three photos were received for evaluation by our quality team. The packaging blister is cut on one side creating an opening between the packaging blister top and bottom webs. The three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if the packaging blister was cut. There is no mechanism in the manufacturing process that could inducing the defect reported. A device history record review was completed for provided material number 30521104, lot 3158852. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was a report of torn package. It was reported that the blister packaging of the needles used to collect the babysmo intravitreal injection solution had a slit in it. Additional information; during investigation, it was discovered slit in the packaging caused top and bottom web to separate.